Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique, described as the patient made a mistake. The date of the break in aseptic technique was not reported and the patient was not hospitalized. No effluent analysis or cultures were performed. It was not reported if the patient received remedial therapy for the peritonitis. The outcome of the peritonitis was unknown. Pd therapy was ongoing. Medical history was significant for end stage renal disease (esrd) and hypertension.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.